Event description:
It was reported that a minicap transfer set disconnected from a minicap. This occurred during use. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted on lot number h14d01012 and there were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.